Event description:
Index bilateral total knees 2008 with unknown components, subject underwent exchange of poly on (B)(6) 2014, with ultimately all components removed (B)(6) 2015.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding revision involving a scorpio ps insert was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: review of the device history records indicates all devices accepted into final stock met specifications. -complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Index bilateral total knees 2008 with unknown components, subject underwent exchange of poly on (B)(6) 2014, with ultimately all components removed (B)(6) 2015.